Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: during set-up the staff tried to pull the sheath off of the device and the device tip assembly detached from the shaft and fell apart. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: aquamantys® sbs 5.0. Product number: 23-312-1, lot number: phi225d0, expiration date: 20-sep-2020, quantity returned: 1 testing performed: device packaging inspection: one returned aquamantys® sbs 5.0 received inside a (B)(4) shipper box not within biohazard bags with brown paper to fill the negative space. Plastic tray, display box and tyvek® lid returned; the device information was confirmed against the information listed within gch from the display box and tyvek® lid. No paperwork was included. Device visual inspection: device is used with dried blood on body, shaft and cord. Saline present in the saline tubing line and drip chamber. The device tip assembly is detached and missing from the device which renders the device inoperable and visually relates to the reported complaint description, all other components appear in place and intact, figure # 1 thru figure # 4. The blue activation button has definitive tactile feel. The handpiece incorporates an adjustable sheath at the distal end of the shaft. The sheath can be manually adjusted to two positions. The position in which the product is received "closed" for epidural vein sealing covers the sides of the electrodes leaving only a footprint electrode exposed; the second position "open" exposes the sides of the electrodes for hemostatic sealing and coagulation of soft tissue and bone. The adjustable sheath has two positions, open and closed. To adjust the sheath to the "open" or "closed" positions, manually move the sheath up or down the shaft with thumb and forefinger. There will be a detectable detent at each position. Functional inspection: functional inspection was not performed as the complaint was confirmed via visual inspection lhr review: a review of the lhr for lot # phi225d0 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the reported issue of "detached sheath" contained within gch was visually confirmed in the laboratory environment. The entire device tip assembly was detached from the device shaft when the customer pulled the sheath off of the device. This complaint will be tracked and trended within gch. Reference documents: 42-10-1020 rev. G work instructions for complaint investigations. Disposable devices - 31-10-1351 rev. N product specification and quality plan - aquamantys ® 5.0 70-10-1397 rev. F aquamantys® sbs 5.0 sheathed bipolar sealer - IFU 61-10-0017 rev. H device button tactile test procedure test equipment: functional inspection was not performed therefore no test equipment was utilized as the complaint was confirmed via visual inspection. System approach: the reported event is inclusive of the devices only and not associated with any generator. The report involves the entire device tip assembly was detached from the device shaft, regardless of utilization of any associated generator, therefore the generator is ruled out as a contributing factor to this incident. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During set-up for a case a staff member tried to pull the sheath off of the device and the sheath as well as the device tip detached from the shaft. The device did not make contact with the patient and there was no patient impact.